Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jun-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malpositioned essure device,embedded in bowel') and fallopian tube perforation ('l. Essure coil protruding from tube and into bowel') in an adult female patient who had essure (batch no. B63031) inserted for female sterilisation. Other product or product use issues identified: medical device monitoring error "essure placement and endometrial ablation done on same day". The patient's medical history included vaginal bleeding, anemia, thrombosis nos, pelvic pain female, uterine bleeding and dysmenorrhea. On (B)(6)2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and fallopian tube perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (robotic-assisted total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2018. At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation and fallopian tube perforation to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6)2020: medical records received. Lot number added. Event medical device removal updated to device dislocation. Reporter information, date of birth were added. New event added: fallopian tube perforation and medical device monitoring error. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malpositioned essure device,embedded in bowel') and fallopian tube perforation ('l. Essure coil protruding from tube and into bowel') in an adult female patient who had essure (batch no. B63031-inv) inserted for female sterilisation. Other product or product use issues identified: medical device monitoring error "essure placement and endometrial ablation done on same day". The patient's medical history included vaginal bleeding, anemia, thrombosis nos, pelvic pain female, uterine bleeding and dysmenorrhea. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and fallopian tube perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (robotic-assisted total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation and fallopian tube perforation to be related to essure. The lot number reported (b63031) is inv. Most recent follow-up information incorporated above includes: on 17-aug-2020: update of information (batch is inv). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malpositioned essure device,embedded in bowel') and fallopian tube perforation ('l. Essure coil protruding from tube and into bowel') in an adult female patient who had essure (batch no. B63031-inv) inserted for female sterilisation. Other product or product use issues identified: medical device monitoring error "essure placement and endometrial ablation done on same day". The patient's medical history included vaginal bleeding, anemia, thrombosis nos, pelvic pain female, uterine bleeding and dysmenorrhea. On (B)(6)2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and fallopian tube perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (robotic-assisted total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2018. At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation and fallopian tube perforation to be related to essure. The lot number reported (b63031) is invalid. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.